Manufacturer narrative:
H3: analysis of the recharger ((B)(6)) found that led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger for the activa rc implantable neurostimulator deep brain stimulation system exhibited a flickering light on the recharger and it was not possible to recharge. Troubleshooting steps included turning the device on and off, attempting to recharge, and performing a reset. The device will be replaced. No patient complications have been reported as a result of this event. Additional information was received: it was reported that the device was unable to power up and unable to connect. They tried to reset the wr but the issue didn't resolve so it was replaced.